Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's clear plastic seal which hold the insulin cartridge in place was broke. Later that day, the insulin pump was told them that his blood glucose was went up, customer took two bolus before they had any indication that the insulin was not being delivered correctly. Attempted to call the customer back for the second time but he was unavailable so left voice message. The insulin pump will not be returned for analysis.